Event description:
Baxter reported a transfer set with a broken clamp. "Dialysate flow through with closed twist clamp." The transfer set was in use for eight weeks. Noted during use. No pt injury or medical intervention was reported per baxter affiliate.